Event description:
It was reported that an ilet user experienced recurrent hypoglycemia concerns attributed to perceived excess insulin delivery, leading the user to frequently pause insulin and pre-treat anticipated lows; the device was factory reset and set up with a new steel 6 mm infusion set and a dexcom g7 cgm, and education was provided regarding appropriate use and avoiding pausing for therapy, which aligned with an identified use issue and improper procedure. Symptoms included no clinical signs, symptoms, or conditions reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem and identified a usage problem, with no specific device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.

Manufacturer narrative:
Initial.